Event description:
Ous MDR - shortly after implant, it was reported this lead had intermittent loss of capture. There had been difficulties with the helix mechanism. There was no deterioration of the patient's health reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection showed no deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be conforming to specifications and normal. The screw rotation numbers are within specification, the fixation shows no anomalies. There were no indications of a material defect or manufacturing error.